Event description:
It was reported by the customer, while using the evis exera ii ultrasound gastrovideoscope, the color of the picture was not right: going green and magenta. It was unknown if the issue was found at reprocessing before or after a diagnostic procedure. No patient harm reported. During the evaluation of the device, it was noted glue was missing around the forceps cover. This report is to capture the reportable malfunction of the missing glue around the forceps cover noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. However, there was a flare in the image. The plastic distal end cover insulation was out of specification. The bending section cover glue was peeling. The light guide lens was peeling and there was perforation on the cement. The insertion tube was buckled at the boot and expanded while during a leak test. There was a leak from around the elevator channel plug. The scope connector w-mouthpiece was loose, and the control knob movement had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is possible that external forces were applied to the distal end, causing glue to be missing from around the forceps cover, based on the other issues that were also identified on the distal end (a-rubber glue peeling; peeling and perforation of the cement on the light guide lens). A definitive root cause could not be determined. The device's instructions for use provides the following information that may have prevented the issue: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.